Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory where the tip appeared intact and undamaged. Testing was completed to assess lead electrical performance and inner/outer insulation integrity, and measurements throughout these tests were within normal limits. Laboratory analysis was unable to conclusively determine the root cause for the reported observations, but it is likely that it was related to difficult patient anatomy.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead developed diaphragmatic stimulation (the night it was implanted) that they could not get rid of. They reprogrammed the device to rv only, and the lv outputs were set to minimum and daily measurements were turned off. The following day they tried to surgically reposition the lead, but were unsuccessful at finding an acceptable location without stimulation. The lead was explanted, and the patient was later implanted with epicardial lv leads. No additional adverse patient effects were reported.